Event description:
It was reported that on (b)(6) 2026, a patient presented for a Triclip procedure. During the preparation, dilator was removed from the triclip steerable guide catheter (TSGC) packaging in a sterile field on the back table. Three-way stopcock was attached to the dilator flush port and while the distal tip of the dilator was under the surface of heparin saline in a basin on the table, dilator was flushed while closing the Touhey valve. It was observed that tuohy valve on TSGC dilator has crack on it and leak was observed. Another TSGC was replaced and continued the procedure. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.